Event description:
Pump reported as "shuts off by itself". Follow-up: nurse at facility reported that pump was being used for continuous infusion of chemotherapy in patient's home when pump shut down. This necessitated pt's returning to the office to get a replacement pump and a short loss of time in receiving chemotherapy deemed to be clinically unimportant.

Manufacturer narrative:
Evaluation: unit did not lose power during evaluation. Complaint could not be duplicated.